Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the front panel mouth was cracked, a non-olympus lamp meter was reading over 500+hours, and lamp life was expired. It was recommended to customer to have lamp replacement. The scope socket had loose connection (locking mechanism not protecting the pins. The main power switch was up to date, the fan was running ok and air pressure tested was ok. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
As a customer prepared for use, a b30 (scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The inspection results were not duplicated for error code b30. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.